Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004: patient got admitted in the hospital with the following pre-operative diagnosis: low back pain, and symptomatic degeneration of lumbar spine, status post l4-5 disk excision. Patient underwent the following procedures: anterior disk excision, l3-4, l4-5, and l5-s1. Interbody fusion l3-4-5-s1. Homologous structural bone graft plus bone morphogenic protein. Left retroperitoneal approach. Per op-notes, ¿¿ a large piece of bone morphogenic protein was placed deep into each of the disk spaces prior to impacting the final structural bone graft." Patient also underwent the following procedures in the phase2 of the surgery: posterolateral spine fusion, l3-4-5-s1. Homologous back bone, local bone and bone morphogenic protein. Internal fixation with pedicle screws and rods, l3-s1. Intra-operative digital image guidance. Left l4-5 laminectomy. Epidural catheter placement. Per op-notes, ¿bone morphogenic protein was placed in each of the facet joints from l3 through s1 as well as the l5-s1 transverse process posteriorly and along the decorticated lamina.¿

Event description:
It was reported by a non-medical professional that the patient underwent a procedure where rhbmp-2 was implanted with allograft and autograft at multiple levels via a combination left retroperitoneal/posterolateral approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.